Manufacturer narrative:
(B)(6). Patient weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent a procedure to repair fracture of the second, third, and fourth metacarpal on (B)(6) 2018. During the procedure, two (2) different drill bits broke. The fragments of each drill bit remains embedded in patient bone. Patient status reported as okay. This report is for one (1) 0.8mm drill bit. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part: 316.385, lot: f-14160. (B)(4). Release to warehouse date: 24. Apr. 2013 . No nonconformances (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.